Event description:
The customer reported that she was hospitalized due to a diabetic ulcer with a blood glucose reading of 100 mg/dl, which is considered low for the customer. The insulin pump was not exposed to a high magnetic field. The customer needed assistance in lowering the basal rate and easy bolus amounts per her doctor's recommendation. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.